Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery. Several attempts were made to correctly position an rx xience xpedition stent delivery system. Suddenly, the stent dislodged from the balloon in the left main coronary artery. Dislodgement is attributed to friction and an existing stent in the left main coronary artery. The dislodged stent migrated into the circumflex coronary artery where it was embedded into the vessel wall using another xience xpedition stent delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). Is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.